Manufacturer narrative:
Upon internal review on 22-nov-2016, the case (B)(6) was found to be a duplicate of this case. All information was transferred to this case. Legal claim was received from a lawyer / attorney in the united states, on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Shortly after undergoing the essure procedure, hysterosalpingogram test showed coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic abdominal pain, pelvic pain, back pain, and frequent rashes. She never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve them. On (B)(6) 2014, she underwent surgery to remove her essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and both coils started to poke out through the cervix, not sure if they were coming out. A hysterectomy was performed and essure coils were removed. The events are regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. In addition, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular it was reported that both coils started to poke out through the cervix, not sure if they were coming out. The exact date and mechanism of this reported device expulsion were not known. However, given their nature it was considered as related to essure therapy. This case was regarded as incident because surgical intervention was performed and device removal was required. In addition other non-serious events were reported. According to ptc results, no batch number and neither a complaint sample were provided. Thus, the technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the available information. Further information will be obtained through the litigation process.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 18-sep-2014: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". The reported adverse events are not indicative of a quality defect per se and the majority of events was considered as unrelated to the product by company. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the available information. Ptc global number is (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to 39 years-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced both coils started to poke out through the cervix, not sure if they were coming out. This event was considered serious due to medical importance, is listed in the reference safety information for essure and was regarded as incident since a hysterectomy was performed and essure was removed. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular it was reported that both coils started to poke out through the cervix, not sure if they were coming out. The exact date and mechanism of this reported device expulsion were not known, however given its nature it was considered as related to essure therapy. In addition other non-serious events were reported. According to ptc results, no batch number and neither a complaint sample were provided. Thus, the technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the available information.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# (B)(4)) in united states on (B)(6) 2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Consumer reported that she experienced rash, horrible back pain with pain under her ribs, lightheadedness, mood swings, fibroids where the tube is and endometriosis. She stated that she will have a surgery to remove the devices. No further information was provided. Follow-up information was received on (B)(6) 2014. Case upgraded to incident. Consumer's date of birth, weight and height were provided. This report refers to a 39 years old female consumer. Concomitant condition included overweight (bmi (B)(6)). She denied any previous gynecological problems or procedures, any other relevant medical history or concurrent conditions. On (B)(6) 2012 essure was inserted after a pregnancy (she delivered last child in (B)(6) 2012). Condoms were used as back-up contraception. On unspecified date. Hsg (hysterosalpingogram) was performed and showed blocked on both sides. About a year after essure, symptoms suddenly started. She went to the emergency room one time before for back pain and was given pain medications. On unspecified date a sonogram was done and she was diagnosed with endometriosis. She also reported that she had a blood clot on the left tube and she thinks it was essure that was causing her to have endometriosis. In (B)(6) 2014 she went for a laparoscopic surgery. The doctor was going to cut the tubes but he could not get the coils out. Both coils started to poke out through the cervix, not sure if they were coming out. So, the doctor decided for hysterectomy. On (B)(6) 2014 she was hospitalized for hysterectomy and had essure removed and she was ok. She had removed fallopian tubes, uterus, and both essure coils, except the ovaries. She had no signs and symptoms of infection. She was still recovering from the procedure at the time of this report. Her symptoms/pain resolved after surgery. She believes the condition was caused by the essure because she has never had any problems before. All of the symptoms started after essure and she was feeling ok after removal. No further information was provided. Follow-up information was received on (B)(4) 2014: follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced both coils started to poke out through the cervix, not sure if they were coming out. This event was considered serious due to medical importance, is listed in the reference safety information for essure and was regarded as incident since a hysterectomy was performed and essure was removed. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular it was reported that both coils started to poke out through the cervix, not sure if they were coming out. The exact date and mechanism of this reported device expulsion were not known, however given its nature it was considered as related to essure therapy. In addition other non-serious events were reported. A product technical analysis is being sought.